Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The complaints were unable to be confirmed as no imagery/medical report were provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. It should be noted that the thv was implanted in a transannular patch at pulmonic position for this case. Therefore, it was an off-label operation. As reported, ''the patient was asymptomatic but was found to have an echo gradient of 50mmhg across the thv, as well as moderate pr. Angiographic dimensions of the valve demonstrated a waist of 24mm with a hemodynamic gradient of 35mmhg at 50% systemic and moderate pr. A 28mm non-ew balloon was inflated to nominal atms, followed by repeat angiography and post dilation hemos. There was a slight increase in pr (mod +), however the rv/pa gradient was reduced to 15mmhg at 1/3 systemic with increased angiographic waist to 27mm.'' Per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant results in symptoms, it may require intervention. In this case, it is possible that the valve was under expanded, which caused the appearance of a ''waist'' on the valve as reported and the gradient. The under expanded valve could prevent the valve leaflets from proper coaptation, resulting in central regurgitation and would cause a reduction in the effective orifice area, which can obstruct the blood flow across the valve, resulting in increased gradients. As such, available information suggests that procedural factors (under expanded valve, off-label operation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 3 years and 1 month post-implant of a 29 mm sapien 3 valve in the pulmonic position in a transannular patch via transfemoral approach. This is an off-label case. The patient was asymptomatic but was found to have an echo gradient of 50mmhg across the thv, as well as moderate pulmonic regurgitation (pr). Angiographic dimensions of the valve demonstrated a waist of 24mm with a hemodynamic gradient of 35mmhg at 50% systemic and moderate pr. A 28mm non-ew balloon was inflated to nominal atms, followed by repeat angiography and post dilation. There was a slight increase in pr (mod +), however the rv/pa gradient was reduced to 15mmhg at 1/3 systemic with increased angiographic waist to 27mm. The procedure was completed and the patient was transferred to pacu in stable condition.